Manufacturer narrative:
Additional information:a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient extension line was defective. This was observed during initial drain of peritoneal dialysis therapy. It was further reported that the line had a hole in it and was leaking. Renal therapy services assisted the patient in ending the therapy and removing the set. The patient was advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.